Manufacturer narrative:
(B)(4). The sample availability is unknown at this time. Should additional information become available, a follow up MDR will be submitted.

Event description:
A customer contacted baxter's (B)(4) to report a system error 2240 on the homechoice (hc) machine during initial drain. The technical service representative explained the air alarm to the homepatient (hp) and advised the hp would have to start over with new supplies. The hp understood. There was no patient injury or medical intervention at the time of the report.

Manufacturer narrative:
(B)(4). Follow up: follow up with the nurse stated that the patient never contacted her regarding this situation. The nurse did say that the patient is continuing and doing well with her peritoneal dialysis therapy. No medical intervention or patient injury was associated with this report. This complaint for a system error 2240 (air in set) during initial drain was not confirmed due to a lack of sample. Possible causes of a system error 2240 include the solution bag fell and disconnected during therapy, the patient left an open clamp on an unused supply line, the patient did not connect when therapy initiated, and the patient did not properly disconnect during therapy. The batch review was not performed because the lot number is unknown. . Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).